Event description:
Same case as MFR report#: 3005099803-2008-07013. It was reported that during a bile duct stenting treatment procedure, the stent was unable to advance along the guide wire. An rx stent 8.5x12cm had been selected to treat an unspecified lesion in the bile duct. The stent delivery system was advanced over a jagwire guide wire; however, the stent was unable to fully advance over the guide wire, as resistance was encountered at 10cm from the distal end of the delivery system. A jagtail extension was added to the jagwire and the rx stent/8.5 x 12cm was still unable to fully advance over the guide wire. The stent was exchanged for another of the same device and the same malfunction occurred. The procedure was completed with a third rx stent/8.5 x 12cm stent. There were no pt complications reported with the pt's current condition listed as "good".